Event description:
Country of complaint: (B)(6). Complaint states: thread /needle detachment.

Manufacturer narrative:
Mfg site eval: samples rec'd: none. There one previous complaint of this code batch. There are no units in OEM stock. Have not rec'd samples from the customer. However, ome has two available samples from the same code batch. OEM tested the needle attachment of the available samples and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this prod had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on prod: na. Corrective/preventative actions: na.